Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, under infusion was noticed. It was reported that the patient received one cycle, and the entire infusion was not delivered. According to the report, it is not clear to the patient experiencing confusion if the infusion was stopped by the patient. No patient injury reported.